Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
The following information was received from (B)(6) and is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call to baxter customer service, the following was reported. On an unreported date, the patient became confused in the night, pulled the tubing apart, and experienced contamination, which resulted in peritonitis. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event of peritonitis with (B)(6). The outcome of the events of confusion and contamination were not reported. Dianeal therapy was ongoing. The nurse was unable to assess an opinion of causality for the event of peritonitis with (B)(6). The nurse did not provide an opinion of causality for the event of contamination and did not comment on the event of confusion reported by the consumer.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h02113, h11g12106, and h11f13130. No exceptions were observed that were related to the reported condition. This issue is confirmed, because it was reported that there was a breach in aseptic technique stating the patient ripped the tubing apart; however, the assignable cause code could not be determined, since it is unsure why the patient ripped the tubing apart which is a breach in aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.